Event description:
Patient reported obtaining elevated blood glucose results (49 mg/dl - "hi"), while using suspect device. Patient indicated that, after receiving a result > 400 mg/dl, they were feeling weak, tired, and ill. Patient sought treatment in the hospital emergency room and upon their arrival, their blood glucose measured 75 mg/dl (using hospital's blood glucose monitor). Patient underwent blood and urine testing, and was given intravenous fluids (for hydration). Controls had not been run on the system. Additionally, patient indicated that they do not keep the strip vial capped. A request was made for the return of the suspect product and replacement product as shipped.